Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a damaged black conductor wire. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: it was reported that the instrument was peeled at central reprocessing and not during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation. The internal conductor wires were not exposed. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.